Event description:
Essure implanted 6 weeks after my son was born which was (B)(6) 2012. Four years later breast cancer, a double mastectomy, and a hysterectomy. I am (B)(6) and this has had a horrible effect on me and my family. In 2006, I had cancerous cells on my cervix.